Event description:
Dealer called technical service to troubleshoot and dealer states the alarm does not work. Dealer tried to short out the wires to the switch and it alarmed.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.